Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 4 of 5. The care giver (cg) stated the home patient (hp) was still connected but noticed that the clamp was open on the final line with no bag attached. The technical service representative (tsr) advised the cg to cycle power to press go to start and had the cg disconnect the hp then remove the cassette. The hp would discard the supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the registered nurse (rn) regarding the reported event. The rn was aware of the alarm and was aware of the use error. She stated she would discuss protocols with the home patient. The rn did state the patient therapy has been going well. No further information was available. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.